Manufacturer narrative:
This report is based on information provided by a philips call center personnel, field service engineer (fse), product support engineer (pse) and clinical expert and has been investigated by the philips complaint handling team. Available details indicate that the device was evaluated onsite. The fse performed visual, operational checks, functional tests and utilized simulators/analyzer on the device and there were no noted issues. There were no repairs or parts replaced. The device is confirmed to be operating according to specifications. The device is returned to service and remains at the customer site. Analysis of the device history logs reveal there were no device errors observed when the event occurred. Previous error logs do not show potential malfunctions in clinical mode which may cause a shock discharge failure. The patient event files (pef) are required to further analyze the device behavior to determine when the user was trying to deliver the shock. Pefs were requested and unavailable. The customer further provided an image of the pef list, confirming that the pef data related to this event (18jan2024) is not found in the device. Without patient event file (pef), it will not be possible to confirm the device behavior. A clinical harm review was performed and the event is assessed as possibly related to a product problem with the device. However, without the patient event file for detailed analysis, the cause of delayed defibrillation is unknown. Based on the information available, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the device did not discharge on a patient in cardiac arrest. The patient outcome was reported as death. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.